Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor also. Moisture damage was found on the motor and electronics also, however pump passed the operating currents measurement. No display anomaly noted. Unable to perform the self-test, a21 error test, occlusion, prime and no delivery test due to a33 alarm anomaly. All of the buttons are functioning properly. No damage in keypad assembly noted. Inspected on the lcd connector and no unlocked connector noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 190 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.